Event description:
As reported by the edwards clinical specialist, a 26mm sapien valve was prepped and placed 50:50 across the native aortic annulus. Following deployment, a moderate central leak developed within the first five minutes. It was thought by the physician that a native leaflet may have interfered with the sapien valve. A second sapien valve was implanted within the first sapien valve with a satisfactory result. The patient left the operating room in a stable condition. Additional investigation revealed the following: the annular diameter was 24mm by tee. The patient's aortic root was severely calcified, with the calcium evenly distributed. Nothing abnormal was noted about the native aortic leaflets. The image intensifier angle (iia) and the coaxial alignment of the valve and delivery system were both described as good. During valve deployment, balloon inflation was held for three or more seconds and the balloon did not seem to be over inflated. Ventilation was held, and there was no loss of pacing capture. Initially following sapien valve deployment, there was a good result. However, five minutes later after the guidewire had been removed, moderate cai was observed and one of the sapien leaflets was not coapting properly. Per report, it is thought that a native leaflet may have interfered with the sapien valve.

Manufacturer narrative:
The device is not available for analysis as it remains implanted in the patient. Per the instructions for use and the patient screening manual, valve regurgitation and native valve leaflet overhang with the potential to impair sapien leaflet function are potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. The edwards retroflex3 delivery system training guide instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. In addition, the patient screening manual and the procedure didactic identify the sapien valve being deployed too ventricular and abnormally long native valve leaflets as factors that can contribute to regurgitation and native leaflet overhang. Other factors that could cause central regurgitation include over expansion or asymmetrical deployment of the delivery balloon, and inadequate coaptation of prosthesis leaflets. In this case, the root cause of the central regurgitation cannot be confirmed. However, per report, native leaflet interference was the suspected reason for the central regurgitation. The regurgitation was rectified by the placement of a second sapien valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.